Event description:
It was reported that on (B)(6) 2008 the patient underwent a xience v stenting procedure in the distal right coronary artery with one 3.0 x 15 stent and direct stenting was performed in the proximal left anterior descending artery with one 3.0 x 12 stent which was inflated to 22 atmospheres. On (B)(6) 2010, the patient died in his sleep. No autopsy was performed. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation and use above rated burst pressure. There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the 3.0 x 12 mm xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter of appropriate length and diameter for the vessel/lesion to be treated. Since it was also reported that the 3.0 x 12 mm xience v stent was deployed at 22 atmospheres, which is above the rated burst pressure (rbp), it should be noted that the xience v IFU states: do not exceed rbp as indicated on product label. Balloon pressures should be monitored during inflation. Applying pressures higher than specified on the product label may result in a ruptured balloon with possible arterial damage and dissection. In this case, the reported IFU deviations do not appear to have directly caused or contributed to the reported patient effect that occurred after the index procedure.